Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following : every once in a while she checks her blood glucose (bg) and it is in normal range, then she starts sweating and not feeling well and when she checks bg again it has dropped down to 50-60 mg/dl. This has been happening over 1 year. She called to check the pump, as the issue happened again last week. She checked bg before bed it was around 120 mg/dl. When she woke up her husband was standing over her saying he gave her a glucagon shot, due to her being unresponsive - she wouldn¿t drink juice or anything. They did not check her bg at that time. Patient states her vision is poor and she is unable to read the meter display or pump display well enough to review/troubleshoot, will call back when husband is available to assist. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hypoglycemic incident.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.